Event description:
On 09/23/1997, the distributor's sales representative contacted the manufacturer's representative and stated that a customer in her territory was having a problem with this product. The distributor's sales representative was informed by the oncologist's nurse that they have had four events concerning this product. This report concerns the first event. The oncologist's nurse stated that the device was implanted on 05/27/1997, for infusion of 5fu. The device was reported to have been leaking and as a result, was explanted (explant date not specified) and replaced with another device on the opposite side. No further details were provided at this time.